Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump alerted the user overnight for a low glucose, with the pump displaying 55 mg/dl and a concurrent fingerstick of 72 mg/dl; the user had reset the pump about two weeks prior and denied recent changes to targets, weight, medication, exercise, or off-pump insulin, and no contributing events were identified. Symptoms included hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included self-management at home with oral glucose and no hospitalization. Investigation included troubleshooting and education with verification of recent use patterns, meal announcement timing, cgm calibration history, tubing fill and disconnection details, and assessment for contributing factors. Investigation of this case revealed no device malfunction or configuration issue and no identifiable external cause, and the event was assessed as hypoglycemia with unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.